Manufacturer narrative:
.

Event description:
Journal reference: ostrem, et al. "Pallidal deep brain stimulation in patients with cranial-cervical dystonia (meige syndrome)." Movement disorders: 2007;22(13): 1885-1891. This article reports on a study of the effect of bilateral pallidal deep brain stimulation (dbs) in a series of patients (6 males, 1 female) with pharmacoresistant idiopathic cranial-cervical dystonia (iccd). Data for 1 patient (female) were excluded from the analysis because the post-op MRI showed the left dbs lead not positioned at the intended target; the lead was later repositioned. Therefore, n=6. Patients were implanted with bilateral leads, quadripolar dbs (model 3387, medtronic); dual channel pulse generator (medtronic kinetra); 40-cm lead extenders. The mean age of patients at surgery was 66.2 years (range, 52-70), and the mean duration of disease onset was 8.2 years (range, 2-20). Four of 6 patients reported new difficulty with coordination and slowness in motor functions that had been normal and free of dystonia preoperatively: worsening of handwriting, typing, balance, and walking. Described as mild and not evidence on objective clinical exam, the deficits disappeared when the stimulator was turned off.